Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving morphine at an unknown dose an concentration via an implantable infusion pump for spinal pain. It was reported that the patient had been admitted to the hospital with acute increased pain since (B)(6) 2018. It was reported that the pump had not been alarming. No further complications were anticipated/reported.